Event description:
No additional information.

Manufacturer narrative:
Material/lot unknown. Based on the photo provided, the material number could not be identified; therefore, a manufacturing site could not be assigned to the complaint for further investigation. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Material: unknown batch#: unknown. Rcc received a complaint via email. 30ml. Wanted to share a new problem with bd syringes that we uncovered this week. We¿ve had multiple reports of syringes with a slightly opaque residue inside the syringe. 30 ml and 50 ml. Unfortunately, I don¿t have lot numbers at this time but if we identify additional issues, I will send them. Pelase let me know if you¿d like this product returned. It was used to compound a non-hazardous dose so would not have to be decontaminated.